Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing anchor pain. The patient underwent a revision procedure wherein the anchor was placed deeper. The patient was doing well postoperatively.